Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the foreign material likely remained due to physical damage of the device and deviation from the instructions for use (IFU) in reprocessing; however, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: -the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. -the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign matter coming out of the instrument channel. There was no report of patient involvement.